Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to a patient. The customer advised that medical personnel had successfully delivered one (1) shock, then upon attempting a second shock the service indicator appeared and the shock did not deliver. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control advised the customer, a biomedical engineer, that their device is no longer supported by physio.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.   The customer later advised physio-control that the device has been removed from service. The device was no returned to physio-control for evaluation.   The cause of the reported issue could not be determined.